Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia to 260 mg/dl after announcing and eating breakfast while using the ilet with an inset infusion set (23" tubing, 6 mm cannula) placed on the abdomen, with proper loading and no device alerts or alarms. Symptoms included no immediate health effects and no signs of diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy, no ketone testing, and no hospitalization, with blood glucose trending down during the call. Investigation included product use review, user interview, and troubleshooting and education regarding early learning and adaptation of the ilet system. Investigation of this case revealed no device or supply malfunction reported and no infusion set issues identified, with the event consistent with hyperglycemia of unclear cause during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.